Manufacturer narrative:
The insulin pump was unable to prime during prime test due to a faulty force sensor resistor (gold). No motor error alarm was noted during testing. The motor passed the motor test. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 227 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.